Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a follow-up. Upon interrogation, the autocapture feature in the pacemaker failed to initialize. This behavior occured at implant as well. The feature was thereafter turned off. No adverse consequences were reported.